Manufacturer narrative:
As no lot number was provided, a review of the device history record, complaint history database, nonconformances and capas could not be completed. The device was not returned for evaluation. Without the benefit of analyzing the device, quality cannot comment on the condition of the device. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted.

Event description:
As reported to coloplast, though not verified: the patient had an altis implanted in (B)(6)2017. Reportedly the patient experienced erosion of vaginal mesh, stress urinary incontinence, bladder stones, gross hematuria, urinary frequency/urgency, nocturia and back pain. The patient underwent removal of eroded altis mesh, anterior colporrhaphy, possible urethrocele repair, cystotomy closure, bilateral urethral stent insertion, cystourethroscopy under general anesthesia. X-ray cystogram found contour irregularity lateral bladder wall inferiorly on the right, opacified outpouching posterior mid bladder wall (~1.2 cm), filling defect within posterior bladder at same level (0.8 cm), leakage of contrast material seen along the foley catheter with spillage of contrast material at perineum, bilateral ureterovesical reflux.

Manufacturer narrative:
This complaint was investigated to the extent information was provided to coloplast. Due to the nature of this complaint and the device not being returned for evaluation a thorough investigation could not be executed. Should additional information become available, a supplemental report will be filed. Complaints of this nature are monitored and captured within the product risk documentation excluding prolapse. There is no clinical evidence or data to support a direct causal relationship between nausea and altis. No further action or corrective action is required at this time.